Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site and investigated the device. The technician observed the system and was able to duplicate the intermittent operation. The technician found a defective stop valve and removed and cleaned it as per the service manual. The proper temperature regulation was resumed. The technician tested the system to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that during setup of the device, the hcu30 would not regulate the temperature on the main side. (B)(4).